Event description:
It was reported that the power cord on the 9800 system was split, and the monitor cart handle was broken. There was no report of patient or operator injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the power cord and monitor cart handle. The system was tested and found to be working as intended and placed back into service.